Event description:
The catheter was being removed, and a 4 mm piece of catheter broke off in the subcutaneous tissue (not in the chest). It appears that one of the cuffs did not come out and the catheter slid out. The retained object was discovered on x-ray the next day and the pt required surgery to remove it.

Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A chr review is not possible, as no manufacturing lot number has been provided by the complainant.